Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported. Patient was in good condition.